Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided assistance with a pump reset, and the caller successfully started their sensor session without further errors.